Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer (fse) confirmed that the auxiliary unit was not powering on when connected to the main station. All pyxis bus cables were removed and reattached to the control board, after that the unit powered on successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a device displayed black screen and was not turned on when powered up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.